Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that he thinks his infusion device was not delivering his boluses and his blood glucose level became elevated. He stated he thinks the device then delivered all his boluses at once and his blood glucose level dropped and his wife had to call for an ambulance. Emts treated the patient with an injection of glucose. The infusion device was requested to be returned for product evaluation.